Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 08-may-2015 the required numbers of follow-up attempts have been completed, with no response to date. Case closed. Follow-up received on 20-may-2015: essure health care provider general questionnaire was received. Information received from physician states that a (B)(6) female patient who has no previous gynecological interventions, problems or procedures nor medical history or concurrent condition; had essure (lot number b97485, model number ess305) inserted on (B)(6) 2014. Patient was not postpartum at the time of insertion. According to health care professional cervical dilatation and paracervical block were performed during procedure. No sounding was done. In addition, physician informed that the visualization of tubal ostium was easy as well as the insertion. There was no fluid loss more than 1500cc during hysteroscopy and the procedure did not take more than 20 minutes. No imaging test was performed to confirm essure placement. As back-up contraception after essure insertion and before total occlusion confirmation patient used depo provera. Physician medically confirms the events and details. According to health care professional, no perforation occurred. No related diagnostic tests were done, there were no pathology results and patient was not hospitalized. Additionally, physician informed that faulty separation of the device caused patient to go to the operation room instead of an office procedure. He states that inserted both devices in the office without difficult and both ostia were easily identified. On activation of the device, in the right ostia, the device would not separate and he could not get it to uncoil/release despite rotating the device. Doctor therefore attempted to pull the device completely at so he could put a new device in. It caused too much pain for the patient. They therefore had to go to surgery, use general anesthesia and remove the first faulty device and replace it with a new one. Faulty device was in the tube and stretched out into uterine cavity. Health care professional reported that removal of faulty device was medically necessary in order to replace it. Essure removal method: hysteroscopy. No related diagnostic test was done, no pathology result was found and no hysterectomy or salpingectomy was necessary. Patient recovered from events after surgery. On (B)(6) 2015, hysterosalpingogram was performed and showed total occlusion. Ptc investigation result received on 28-may-2015 ptc global number (B)(4). Lot number b97485 (date of production 22-nov-2013 and date of expiration 30-nov-2016). Lot number c06471 (date of production 19-dec-2013 and date of expiration 31-dec-2016). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for these lots were performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. Medical assessment this ptc was initiated due to a usability issue. The batch documentation of the reported batches was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded "unconfirmed quality defect". The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. (B)(4) further ae case reports have been received to date in relation to the reported batch b97485, of which one case refers also to a similar type of adverse events. No similar ae case reports have been received to date in relation to the reported batch c06471. No unusual pattern could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(4) female patient who had essure (fallopian tube occlusion insert) inserted and the health care professional tried to pull it out but was unable to. This event was considered serious due to medical importance and it is listed in the reference safety information for essure. In this particular case, essure was not inserted in the correct place (placed too distally) and the device would not separate and he could not get it to uncoil/release despite rotating the device. Health care professional tried to pull it out but was unable to, so the patient went to the operating room to remove essure and replace another one. Patient experienced pain. Faulty device was in the tube and stretched out into uterine cavity. A hysteroscopy was performed in order to remove essure. Neither hysterectomy nor salpingectomy was necessary. Based on the information received, a causal relationship between the event and the suspect insert is considered related. This case was upgraded to incident since essure was removed. A product technical analysis conducted a review of the manufacturing batches records and confirmed that final product testing for these lots were performed per requirements and the product met all release requirements. It concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, lot number c06471, for sterilization. On (B)(6) 2014, the procedure of essure insertion was done in the physician's office at first. On the right fallopian tube, the insert was placed too distally. The health care professional tried to pull it out but was unable to, so the physician took the patient to the operating room to remove it and replace another one. This all happened on the same day, on (B)(6) 2014. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number us14042870 and ptc global number. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to usability issues. According to ae case information the insert was placed too distally, requiring removal. No adverse events were reported at this point in time. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect" (see technical statement). One further ae case reports have been received to date in relation to batch no.c06471 (production date dec-2013 and expiration date 31-dec-2016). However, a batch signal review for similar adverse events was not possible as no adverse events were reported. No causal relationship between the reported defect and adverse events can be assessed at this point in time as no adverse events were reported. The referred usability issue will be subject to post market surveillance monitoring. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the health care professional tried to pull it out but was unable to. This event was considered serious due to medical importance and it is listed in the reference safety information for essure. In this particular case, essure was not inserted in the correct place (placed too distally), health care professional tried to pull it out but was unable to, so the patient went to the operating room to remove essure and replace another one. It was not reported what kind of intervention the patient has undergone in the operating room. Based on the information received, a causal relationship between the event and the suspect insert is considered related. This case was regarded as other reportable incident since patient went to the operating room. A product technical analysis conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. It was unable to confirm any quality defect or device malfunction at this time. Further information is expected.